Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 641 mg/dl with extreme drowsiness, polydypsia, nausea, symptoms of dehydration, vomiting, confusion and large ketones associated with a leaking cartridge. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with insulin via injection and IV fluids. It was reported that the cartridge had leaked and there was visible damage to the cartridge luer lock. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to a leaking cartridge.